Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that there was a high count of short v-v intervals. The device was checked and found to be functioning as programmed, with no noise seen, and noise could not be created during testing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.